Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2016. Explant date: (B)(6) 2016.

Event description:
It was reported that the patient had a fall and it was not confirmed if the fall was device related or not. The patient underwent and explant procedure. The explanted ipg was not returned. No further information has been obtained despite good faith efforts.